Event description:
Revision surgery - due to patient reported to the doctor a week after his initial tka that the patient fell & split open his wound regarding the tka previously done. Doctor wanted to exchange the poly even though there was no damage to the initial implant.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2020-00094; 343-10-710, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.